Event description:
It was reported that the pump alarmed a "plunger sensor error." No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact and there were no signs of any external damage upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation when the plunger head was pressed tightly against the pump during power up. Root cause of the reported event is unknown. Replaced the plunger case assembly as a preventative measure, performed power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: the error occurred during startup, not during use., corrected data: d4: correction: model number: 3500 h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106

Manufacturer narrative:
Other, other text: h6: health effects: updated. H6: event problem and evaluation codes: update not required, corrected data: corrected data:h1: type of reportable event.